Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the cusp-overlap approach was utilized. Upon deployment of the valve, it was observed that the valve would not anchor to the native annulus, and dislodged both ventricular and aortic while still attached to the delivery catheter system (dcs). Subsequently, the system was withdrawn from the patient, and the procedure was aborted. Per the physician, the patient's lack of calcium on the native leaflets and annulus contributed to the valve's inability to anchor.